Event description:
Report received of insulin leakage during the use of a clave port. The pt was receiving an insulin drip (unknown dosing) via an autosyringe. Microbore tubing was connected from the autosyringe to the clave port of an omni-flow primary set which was connected to a right atrial catheter site. The nurse assessed that the patient's blood sugar was not responding to the insulin drip. The drip was found to be leaking into the patient's bed for approximately three hours. The amount that leaked was unspecified, but believed not to be a high volume. When the tubing was disconnected from the clave, the clave did leak more fluid. It is unknown what the other IV fluid was that was infusinng along with the insulin drip. There was no bleed back that occurred. The atrial catheter site remained patient. There was no report of patient adverse effect.